Manufacturer narrative:
A patient had an infection at the ipg and lead site was reported to abbott. The patient was given IV antibiotics. The patient's system was explanted. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 3006705815-2023-07531. It was reported that the patient had an infection at the ipg and lead site. The patient was given IV antibiotics. As a result, the patient underwent surgical intervention during which the system was explanted with no complications.